Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately .449" x .462" was not returned with the instrument. The probable root cause is attributed to damage during various handling points, including manufacturing, installation, or use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal cannula seal blew out from the instrument causing a delay. The procedure was completed with no reported injury.